Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that threads of the concorde bullet cage¿s insertion hole were stripped/torn from the cage after three insertion attempts made. The difficulty resulted in a delay to the procedure of approximately five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
The concorde bullet parallel 9x9x27 was returned for evaluation. Visual inspection revealed that the cage threads had been sheared off approximately three quarters of the way along the full length of the hole. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the concorde bullet was conducted on the device family based on a similar geometry and functionality of the threaded hole. No systemic complaint trend was identified requiring further action. The root cause of the concorde bullet parallel cage 9x9x27 threads becoming stripped cannot positively be determined. However, a possible root cause based on the evaluation of the cage is that the inserter tool most likely was not properly seated causing the cage threads to become stripped. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the release of this implant that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.